Manufacturer narrative:
The explanted implant did not return to alphatec for evaluation. There was no product malfunction reported. The part number nor the lot number was provided. The root cause cannot be determined at this time. If additional information is received, a supplemental report will be submitted.

Event description:
A patient underwent revision surgery to have the left t7-8 pedicle screw removed.